Event description:
A customer reported that, during surgery patient experienced corneal burn to the left eye while using an ophthalmic handpiece. Sutures were used to approximate the wound, and the surgery was completed on the same day. Patient was discharged from the hospital on the same day, and the current condition of the patient is unknown. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.